Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "high failure rate of a constrained acetabular liner in revision total hip arthroplasty" written by craig j. Della valle, md, dennis chang, md, scott sporer, md, richard a. Berger, md, aaron g. Rosenberg, md and wayne g. Paprosky, md published by the journal of arthroplasty vo. 20 no. 7 suppl. 3 2005 was reviewed. The article's purpose is to report the experience of utilizing a duraloc constrained liner in a consecutive series of revision thas. Data was compiled from 51 patients and 55 tha revisions with age range 26-87 years. Of the 55 revisions, 52 had cementless cups of either duraloc or solution, 2 had non depuy cups and 1 had a depuy protrusio cage. Although the article does not identify the femoral components, it is assumed that complimentary depuy femoral components were utilized. The article does not identify specific products or product platforms associated with adverse events. Depuy products: duraloc or solution cups, constrained poly liner, head, stem, protrusio cage adverse events: disassociation of constraining ring leading to dislocation noted that liner stayed intact within cup (treated by revision - with or without head/liner exchange or closed reduction) - see figure 1 radiographic image hematoma (treated by surgical evacuation) infection (treated by irrigation and debridement with retention of the components.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached x-ray image confirmed the reported allegation of a disassociation of the constraining ring and a dislocation event. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.